Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came to the clinic programmed differently. The patient was previously programmed at vvi 70 and is now programmed vvi 40. The device remains in use. No patient complications have been reported as a result of this event.